Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 54/48 n on (B)(6) 2006. Currently, the patient is being monitor due to pain. Revision surgery is planned on (B)(6) 2014.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and we have not rec'd any info regarding revision surgery. The device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on september 27, 2017. The devices were returned and the result of the visual examination has been made available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision due to pain. Review of received data: surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ""instruction leaflet for endoprosthesis"". Devices analysis visual examination: following components have been returned for investigation: durom cup and ldh head and head adapter all received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows none bone ongrowth on the anchoring side. The inner surface of the head adapter shows some surface changes in form of fretting corrosion the outer surface of the head adapter and the head taper could not be reviewed as the head adapter is still assembled in the ldh head conclusion: no further investigation required as this issue is known (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above in recall. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed again. (B)(4).

Event description:
It was now reported that the revision surgery occurred on (B)(6) 2014.